Event description:
During troubleshooting with the manufacturer, it was found that segments and icons were missing from the compact plus display. No adverse event reported. Requested return of suspect device and replacement was sent.